Manufacturer narrative:
(B)(4) the actual device was not returned; however, the customer provided six photos for analysis. It is unknown if the needle shown in all the photos are of the same needle, or different ones from varying lots. The photos show a needle cannula; however, no obvious defects or anomalies were observed. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit informs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "interns complain that it is difficult to insert the needle into patients' skin, as if it were not sufficiently beveled. Impact on patients: pain during the puncture." The patient's current condition are unknown. Associated MDR numbers include: 3006425876-2025-00871 and 3006425876-2025-00872.

Event description:
It was reported that "interns complain that it is difficult to insert the needle into patients' skin, as if it were not sufficiently beveled. Impact on patients: pain during the puncture." The patient's current condition are unknown. Associated MDR numbers include: 3006425876-2025-00872.

Manufacturer narrative:
Qn# (B)(4).